Event description:
It was reported that during a laparoscopic cholecystectomy, the handle did not close so the clips did not come out. Another device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.